Event description:
It was reported that a right ventricular assist device (rvad) was implanted on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported right heart failure could not be conclusively determined through this evaluation. The patient remains ongoing on the hm3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure as an adverse event that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the right ventricular assist device (rvad) was needed because the patient's right heart did not recover well from the last heartmate 3 implant. The patient was unable to wean off of the rvad centrimag.